Event description:
It was reported that the pcu was not connecting to the server, "giving an invalid config with profile added, possibly bad network card". There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report that the pcu was not connecting to the server was confirmed and replicated during the investigation. The device was fully evaluated, and the issue is being attributed to a malfunction of the wireless network card. The external/internal inspection did not find any issues that may have been a contributing factor for the reported issue. All components inspected were manufactured by bd. Upon reviewing the suspect pcu's error log, three different error codes were identified: error 600.6820.5 (cib initialization failed), error 600.6840.5 (cib connect failed), error 600.6830.5 (cib configuration failed), and error 800.8000 (pcu15 general os failure). These errors occurred on june 12th between 10:16 am and 3:15 pm. On june 16th, the device was powered on again, and errors 600.6820.5 and 600.6840.5 reappeared. The suspect device was powered on and the network comm error (code 600.6825) appeared on the pcu screen. Network status was accessed in the options menu and there was no customer network configuration loaded onto the pcu. The pcu was set up to test wireless connectivity with the dchu internal wireless network server. Once the update was installed, it was possible to access the wireless status menu, where 'invalid config' was displayed. The network comm error (code 600.6825) appeared again on the screen. For testing purposes, the network card was replaced with a known good one from the lab. Once the network card was installed, the pcu was powered on again and the error did not appear on the screen. Network status in the options menu showed that the working dchu network configuration was loaded onto the suspect device successfully. A known good pump module was connected to the suspect pcu and was programmed according to the last infusion recorded in the event log, to infuse for 20 hours. Preventive maintenance was performed using asm v12.3 to ensure that the device is operating according to specifications. The tasks were observed to have been completed successfully. Per bd alaris system user manual v12.3.2, due to the intermittent nature of a wireless environment, some data can be lost if a connection cannot be established or is lost. The systems manager and wireless network card are designed to minimize these incidents, but cannot eliminate them. If communication with the wireless network is interrupted, the pcu can be used, as intended, by programming infusions manually. When a systems manager connection is made, the wireless network indicator light on the pcu illuminates. If connection to the systems manager is interrupted, the indicator light is extinguished. Some of the causes for a communications failure include: systems manager is not accessible in network, server services are not running, or server has been shut down. Wireless connection to access point is down due to wireless network changes. Local interference. Pcu has been moved outside the wireless coverage area. Wireless network card has been damaged. If an interruption to the systems manager connection continues, contact the facility's information technology department. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the pcu was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pcu was not connecting to the server, "giving an invalid config with profile added, possibly bad network card". There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report that the pcu was not connecting to the server was confirmed and replicated during the investigation. The device was fully evaluated, and the issue is being attributed to a malfunction of the wireless network card. The external/internal inspection did not find any issues that may have been a contributing factor for the reported issue. All components inspected were manufactured by bd. Upon reviewing the suspect pcu's error log, three different error codes were identified: error 600.6820.5 (cib initialization failed), error 600.6840.5 (cib connect failed), error 600.6830.5 (cib configuration failed), and error 800.8000 (pcu15 general os failure). These errors occurred on june 12th between 10:16 am and 3:15 pm. On june 16th, the device was powered on again, and errors 600.6820.5 and 600.6840.5 reappeared. The suspect device was powered on and the network comm error (code 600.6825) appeared on the pcu screen. Network status was accessed in the options menu and there was no customer network configuration loaded onto the pcu. The pcu was set up to test wireless connectivity with the dchu internal wireless network server. Once the update was installed, it was possible to access the wireless status menu, where 'invalid config' was displayed. The network comm error (code 600.6825) appeared again on the screen. For testing purposes, the network card was replaced with a known good one from the lab. Once the network card was installed, the pcu was powered on again and the error did not appear on the screen. Network status in the options menu showed that the working dchu network configuration was loaded onto the suspect device successfully. A known good pump module was connected to the suspect pcu and was programmed according to the last infusion recorded in the event log, to infuse for 20 hours. Preventive maintenance was performed using asm v12.3 to ensure that the device is operating according to specifications. The tasks were observed to have been completed successfully. Per bd alaris system user manual v12.3.2, due to the intermittent nature of a wireless environment, some data can be lost if a connection cannot be established or is lost. The systems manager and wireless network card are designed to minimize these incidents, but cannot eliminate them. If communication with the wireless network is interrupted, the pcu can be used, as intended, by programming infusions manually. When a systems manager connection is made, the wireless network indicator light on the pcu illuminates. If connection to the systems manager is interrupted, the indicator light is extinguished. Some of the causes for a communications failure include: systems manager is not accessible in network, server services are not running, or server has been shut down. Wireless connection to access point is down due to wireless network changes. Local interference. Pcu has been moved outside the wireless coverage area. Wireless network card has been damaged. If an interruption to the systems manager connection continues, contact the facility's information technology department. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the pcu was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.